Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when firing the device on the cystic duct, the clips were ejected open. It happened with two devices from the same lot number. The procedure was finished by using a new other device from another lot number. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4): info anticipated, but unavailable at this time.